Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a leaky reservoir. Her blood glucose level was 450 mg/dl, and she treated with 4 units from the insulin pump. During trouble shooting, customer stated there was no insulin or fluid in the battery or reservoir compartment or under the lcd display. She stated the insulin pump vibrated without a tone. The device was a little wet on the snap cap, and she only she saw a little insulin when she removed the reservoir. The liquid was on her hand and around the piston. Customer is not sure where the leak is from. There are no visible cracks or splits. Since the leak, customer has been giving herself injections. Nothing further was reported.